Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the initial report of the patient being connected to the cycler, there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of stroke. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Although unspecified, the patient¿s health condition was recently declining, and they were unwell overall. Cardiovascular and cerebrovascular disease is the leading cause of death among patients with end-stage kidney disease (eskd) requiring dialysis. Traditional risk factors, such as hypertension, dyslipidemia, and diabetes, are more prevalent among patients with eskd. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke.

Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support requesting assistance with disconnecting the patient from their liberty select cycler. The caller stated the patient just had a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was hospitalized on (B)(6) 2025 and diagnosed with an ischemic stroke. It could not be confirmed if the patient was in active treatment as the patient¿s treatment data had not transmitted to the clinic for that date. The patient does not have a history of stroke, however; has had a recent decline in health and had not been doing well overall. The pdrn stated there were no reports of any issues with the patient¿s cycler or pd treatments prior to the stroke. The pdrn did not have any additional information related to the event. The patient remained hospitalized at the time of follow-up.

Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support requesting assistance with disconnecting the patient from their liberty select cycler. The caller stated the patient just had a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was hospitalized on (B)(6) 2025 and diagnosed with an ischemic stroke. It could not be confirmed if the patient was in active treatment as the patient¿s treatment data had not transmitted to the clinic for that date. The patient does not have a history of stroke, however; has had a recent decline in health and had not been doing well overall. The pdrn stated there were no reports of any issues with the patient¿s cycler or pd treatments prior to the stroke. The pdrn did not have any additional information related to the event. The patient remained hospitalized at the time of follow-up.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a system air leak test. The cycler failed the valve actuation test due to pneumatic valve #14. Pneumatic valve 14 was replaced to continue testing, and the valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.